Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Reported issue cannot be determined or reproduce at the service depot. Primed to fill. Performed pm procedure. Tank seals had wear and tear. Serviced circulation pump, mixing pump. Replaced heater, drain valves, manifold o-rings, tank tubing, coin cell, tank seals. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had requested a routine 2000-hour service for this arctic sun device with a loaner. They were cooling a patient in the device, but the flow rate was not stable. It looks like there was air in the lines and occasionally the screen displayed low air leak. Currently the flow rate was 1.7lpm, inlet pressure ip was -8.2psi, and circulation pump command cp was 91 percentage. They had already stopped therapy, emptied the pads, reconnected the pads and resumed therapy. It seemed that the left thigh pad was not connecting properly. Asked nurse to disconnect the thigh pad. Inlet pressure -7.3psi, but flow is still bouncing from 1.1 to 2.2 to 1.7lpm. The patient temperature was 36.3c. Target temperature was 36c. System hours were 8174.3. Nurse stated that they going to change the device and if the flow still fluctuates, they will replace the pads. Per sample evaluation results received via task on 14feb2025, it was reported that the arctic sun device primed to fill. Tank seals had wear and tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had requested a routine 2000-hour service for this arctic sun device with a loaner. They were cooling a patient in the device, but the flow rate was not stable. It looks like there was air in the lines and occasionally the screen displayed low air leak. Currently the flow rate was 1.7lpm, inlet pressure ip was -8.2psi, and circulation pump command cp was 91 percentage. They had already stopped therapy, emptied the pads, reconnected the pads and resumed therapy. It seemed that the left thigh pad was not connecting properly. Asked nurse to disconnect the thigh pad. Inlet pressure -7.3psi, but flow is still bouncing from 1.1 to 2.2 to 1.7lpm. The patient temperature was 36.3c. Target temperature was 36c. System hours were 8174.3. Nurse stated that they going to change the device and if the flow still fluctuates, they will replace the pads.